Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged being inaccurate while navigating. The surgeon reported performing two tracer registrations and deemed the navigation system was 2 millimeters inaccurate to the left. There was no delay to the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On 02/24/2015 a medtronic representative, following-up at the site, reported the patient exam has been deleted from the navigation system and not available for analysis. On 02/26/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/11/2015 software investigation unable to determine probable cause without further information as the reported issue could not be replicated.